Event description:
It was reported that during a peripheral artery stenting treatment procedure there was deployment and withdrawal difficulties, the patient experienced hemorrhagic shock, a hematoma and expired. The target lesion being treated was located in the superficial femoral artery (sfa). A 5x200 innova stent delivery system (sds) was advanced to the distal sfa and deployed without difficulty. A 6x150x75 innova sds was then advanced to the sfa and deployed using the thumbwheel for 5cm and using pullback for the remainder of the length. During removal of the delivery system it was observed that the stent was not fully deployed and the proximal end of the 6x150x75 innova stent stretched into the introducer sheath and extended outside of the patient. The 6x150x75 innova stent did not remain implanted. The patient experienced a hemorrhagic shock approximately 5 minutes after the end of the procedure. A covered stent was then deployed to stop the bleeding. The patient was stabilized and transferred to intensive care. At midnight the patient went into electromechanical dissociation and cardiac arrest and expired. It was also reported that there was and a hematoma at the scarpa.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral artery stenting treatment procedure there was deployment and withdrawal difficulties, the patient experienced hemorrhagic shock, a hematoma and expired. The target lesion being treated was located in the superficial femoral artery (sfa). A 5x200 innova stent delivery system (sds) was advanced to the distal sfa and deployed without difficulty. A 6x150x75 innova sds was then advanced to the sfa and deployed using the thumbwheel for 5cm and using pullback for the remainder of the length. During removal of the delivery system it was observed that the stent was not fully deployed and the proximal end of the 6x150x75 innova stent stretched into the introducer sheath and extended outside of the patient. The 6x150x75 innova stent did not remain implanted. The patient experienced a hemorrhagic shock approximately 5 minutes after the end of the procedure. A covered stent was then deployed to stop the bleeding. The patient was stabilized and transferred to intensive care. At midnight the patient went into electromechanical dissociation and cardiac arrest and expired. It was also reported that there was and a hematoma at the scarpa.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that the device was received with handle closed. Outer diameter measurements were taken with a laser microscope of the outer shaft, middle shaft, proximal inner, bumper and distal liner were found to be within specification. The rack was extended 135mm back and free to move post disinfectant. The middle shaft moves freely in outer shaft and cone confirming the inner diameter dimensions. The proximal inner moves freely in middle shaft confirming the inner diameter dimensions. A 0.037¿ mandrel passes freely through the entire length of the liner. The tip and distal end of liner were not received, with approximately 73mm missing. The gap in handle met specification as measured with a caliper. There was no damage to the proximal inner within the handle. The rack moves freely and has no damage. The handle pin proximal to the thumbwheel is bent slightly. There is a buckled sign in the middle shaft next to the retainer. The handle housing pins are compressed at the base in the center of the handle. The clip was in place and the thumbwheel rotated freely in the received condition. A 0.035¿ guide wire passed through the distal liner. There was no damage noted on the wheel teeth. There was a kink at the nose cone in the outer shaft and underlying shafts. There was no other shaft damage. The device was disassembled so that the individual components and shafts could be inspected and measured. The kink at the nose cone of the handle is typical of complaint return packaging and lack of space to contain handle and extended rack. The buckle signs at the middle shaft next to the retainer are associated with pushing the rack forward after deployment. The rack can be moved distally up to the thumbwheel engagement. It is likely that this occurred in an attempt to release the stent from sheath. The missing tip and liner are associated with the tip getting trapped within the stent deployed within the sheath. The attempt to remove the system with the trapped tip likely created a tensile failure. The shafts moved freely within the assembly. The handle pin condition is typical with handle gap not impacted. The stent was not confirmed to be deployed fully before removing system from patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. It was considered likely that use contrary to labeled indications and/or insufficient distance from the target lesion to the sheath location contributed to the reported difficulty. (B)(4).